Event description:
A customer contacted baxter's technical service center regarding the home patient (hp) that was in fill and wanted to end therapy on a home choice (hc). The hp hit stop and disconnected after the initial drain. The hp went to reconnect and noticed one of the bags had drained completely. The hp connected another bag to replace the drain bag. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because it was reported during trouble shooting of an empty solution bag, patient switched the drain bag only, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.